Event description:
It was reported that the pulse generator exhibited over sensing. On (B)(6) 2011 the patient underwent surgery for bladder and was exposed to electrocautery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.